Event description:
It was reported that the patient was admitted to the hospital from 9 september 2022 to 11 september 2022 due to bleeding from the incision site. The bleeding stopped with no intervention was performed and the patient was discharged with no further incident.

Manufacturer narrative:
Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.